Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that after an endoscopic vein harvesting procedure, vasoview hemopro was hot and melted plastic or rubber coating on jaws. The hospital did not report any patient effects. The product is returning. After completing procedure, hemopro was taken out of patient and placed on tray. Harvester believes that hemopro was not activated but jaws either were "hot" or became "hot" and melted plastic or rubber coating on jaws. There was no injury to patient as it occured outside the patient.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. A visual inspection was conducted. The silicone insulation was charred and melted completely from both the jaws. Residues of the insulation can be observed between the heating wire and the jaw. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported failure mode ¿device overheats¿ was unable to be confirmed but the as analyzed complaint mode "boot burn-melted insulation" was confirmed.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, vasoview hemopro was hot and melted plastic or rubber coating on jaws. The hospital did not report any patient effects. The product is returning. After completing procedure, hemopro was taken out of patient and placed on tray. Harvester believes that hemopro was not activated but jaws either were "hot" or became "hot" and melted plastic or rubber coating on jaws. There was no injury to patient as it occured outside the patient.